Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The set screw holes also showed signs of being striped, and multiple seal plugs were missing. However, the pacemaker passed testing that verifies the performance of critical pacing and sensing.

Event description:
It was reported that during a device change due to normal battery depletion, the physician experienced difficulty when attempting to unscrew the right ventricular (rv) set screw. The physician used multiple disposable torque wrenches and was finally able to turn the set screw. The rv lead electrical measurements were unaffected by this and was able to be successfully connected to the new device. The procedure was completed successfully with no patient consequences. The device was subsequently received for analysis.